Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that after use a bd q-syte¿ luer access split-septum stand-alone device was found with ¿black foreign matter¿. There was no report of exposure, injury or medical intervention needed.

Manufacturer narrative:
Investigation results: device/batch history record review findings: DHR review was performed on the following sub assembly lot numbers: 7152691 ¿ this lot number was built on qfa line 1, from june 14, 2017 thru june 16, 2017. 7160880 ¿ this lot number was built on qfa line 2, from june 27, 2017 thru june 28, 2017. Review of the dhrs revealed all required challenges samples and testing was performed per specification in accordance with the in-process sampling plans. Per review it was noted that there were no reject activity findings throughout the build of this lot that would impact upon the quality of the product. Set up and in process samples (including but not limited) for foreign-non-foreign were performed throughout the process, all the inspections passed per specifications. No significant discoveries were found. The peura (end user risk analysis) was analyzed to determine the risk to customer. The analysis showed that due to low occurrence, current risk is acceptable. Observations and testing: received one unused q-syte unit in a sealed package from lot number 7178881. Received a bottle of e iodophor disinfectant. Two photos were submitted for review. Visual/microscopic evaluation: there was no fm observed anywhere on the q-syte unit. Photos submitted for review: photo 1 displayed a q-syte top body. The edges were jagged and uneven. Photo 2 displayed a q-tip with a black substance on the cotton material. Photo 3 displayed chinese writing. Photo 4 displayed a q-syte top body. The top revealed two black specks on the q-syte. Conclusions: the defect foreign matter, as stated as the reported code was not confirmed with the returned unit or with the submitted photos. With the submitted photos, unable to confirm or identified the fm on the q-tip and the top body the returned representative unit did not display any adverse characteristics that would contribute to the defects the customer experienced, per the pir. The defects described in the incident report could not be confirmed or replicated with the returned representative units. The actual unit described in the incident report was not returned for evaluation. There was no definite physical or mechanical evidence that confirmed and supported manufacturing process related issues for the defect observed in this incident. A formal corrective action will not be initiated at this time. Customer complaint trends are evaluated monthly. If the trend of a specific type of complaint warrants a formal corrective action, resources will be assigned at that time.